Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq1337 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported this (B)(6)-year-pld patient, male, with malignant lung tumor had a catheter placed from the right femoral vein on february 5 for the purpose of postoperative chemotherapy. The tip of this catheter was located in the t7 vertebra, with 3cm of the total of 52 cm exposed externally. Hospitalization periods: january 26 ~ february 18, february 28~march 2, march 3 ~ present. On april 8, ward maintenance showed normal, with 6cm exposed externally. In the morning of april 15, blood could not be drawn using the catheter after catheter maintenance and fitting replacement were carried out in the ward. Extravasation was found at the puncture site. The patient was advised to have further checks in PICC clinic. After walking to PICC clinic, this patient lied down to prepare for catheter maintenance. Once transparent dressing was peeled away, the tip of this catheter fell off. The remaining part of the catheter was not found by intravenous ultrasound. Immediately performed x-ray to locate it, finding that it was floated to the pulmonary artery. This hospital organized the vascular surgery department, intervention department, imaging department, b-type ultrasound, cardiology department, thoracic surgery department, nursing division, and medical department to discus a solution. At around 2:00 pm, the entire catheter was removed. The ruptures of the two parts matched. Took valve of the catheter tip for bacterial culture. Reported as adverse event.